Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device not returned.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2018 due to impedance anomaly. No further information was available.

Event description:
New information states that the lead exhibited high impedance. The patient was not symptomatic. The patient was stable before, during and post procedure.